Event description:
Had two total knee replacements with stryker triathlon devices and now have unstable knee joints. Have had to have one revision surgery and will probably need other knee revised. Operations were (B)(6) 2012 and (B)(6) 2013. Revision surgery in (B)(6) 2015.